Manufacturer narrative:
See MDR 1920664-2010-00031 for the intraocular lens used with this delivery device.

Event description:
After placing the lens in the eye, the doctor elected to remove and replace it with an anterior chamber iol. The incision was enlarged to remove and replace the lens.